Event description:
It was reported by the customer that an attempt was made to position a powerglide venous catheter in the left cephalic vein, but the procedure could not be completed. It was reported that when the device was removed, the needle and guide were withdrawn without resistance, but the catheter resisted removal and was found to be approximately three centimeters shorter once fully removed. On the day of the event an ultrasound of the left arm was performed by a vascular surgeon, who reported no foreign bodies in the left cephalic vein. Imaging on (B)(6) 2026 with chest radiography showed no evidence of foreign bodies compatible with the device. Further imaging on (B)(6) 2026 with computed tomography of the left arm and thorax also showed no radiopaque foreign bodies in the cardiac regions, the superior vena cava, the brachiocephalic vessels, the left subclavian vein, or the brachial veins. The patient has remained asymptomatic since the event. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is inconclusive due to the state of the returned sample. Two photographs of a powerglide pro were returned for evaluation. An initial visual observation of the photographs showed the powerglide pro housing and a plastic container inside of a plastic biohazard bag. The main housing of the powerglide pro was visible which showed the purple guidewire slider was in the advanced position. The guidewire appeared to be advanced and undamaged, although it was difficult to discern due to the plastic bag. The container within the plastic bag appeared to be containing the catheter. What appeared to be the hub of the catheter was barely visible through the plastic container. The catheter shaft could not be seen clearly in the photograph; therefore, no details regarding damage to the catheter were observed. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.